Event description:
A malfunction alarm occurred after the device was dropped by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump but the error recurred. Customer reverted to an alternate method of insulin therapy.